Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the trek balloon ruptured at 16 atmosphere (atm). Reportedly, the inflation device was used as a non abbott device and the physician did not "like the new inflation device and the pressure could have been higher than 16 atm". No adverse pt effects were reported. No additional info was provided.